Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a cgm, with the highest cgm reading of 401 mg/dl and a confirmatory glucometer value of 504 mg/dl after a meal; tubing was filled with visible drops, the needle appeared straight, there was no leakage, and the user had recently performed a full supply change, after which they were advised to change the infusion site due to a suspected site issue, with ketones reported as trace and a subsequent fingerstick of 459 mg/dl indicating a downward trend. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information with no findings available, and the device component involvement could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.